Manufacturer narrative:
Sensor (B)(4) has been returned and investigation is currently being performed. A follow-up report will be submitted upon completion of investigation activities. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "check sensor" message with error code when scanning the adc device, and was therefore unable to obtain sensor readings. The customer had contact with healthcare provider, and was given unspecified medical treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug assembly has been performed and damage was observed to the guide tabs and sensor ears. An extended investigation has been performed and determined that the damage observed are cosmetic flaws. It was determined the cosmetic flaws did not cause the plug to be unseated. Sensor was reprogramed and return to sensor state 1 (storage state). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is not confirmed to use due to sensor plug is not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "check sensor" message with error code when scanning the adc device, and was therefore unable to obtain sensor readings. The customer had contact with healthcare provider, and was given unspecified medical treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.